Event description:
A (B)(6) male pt's monitor was returned for an unrelated issue. Upon service investigation, the monitor failed a pulse test. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed a pulse test. The cause of the failed pulse test was an intermittent resistor (r89) on the defibrillation board. The root cause for the intermittent resistor was unable to be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.